Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor tape was not sticking and the sensor fell off after she was in the pool. Customer's blood glucose at the time of the incident was 100 mg/dl. The customer also reported having a low blood glucose of 50 mg/dl that day which was treated with glucose/carbohydrate intake. The customer also reported receiving an insulin flow blocked the day prior to calling, which was resolved by changing the infusion set. The customer complained about the sensor tape irritating her skin. Troubleshooting for low blood glucose was declined. The product will not be returned for analysis.